Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication, stall due to shaft-bearing, and failed lab dispense testing above specification. All previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2019. The device was returned and the logs indicated a motor stall occurred on (B)(6) 2019 at 9:17 am with a motor stall recovery on (B)(6) 2019 at 4:12 pm, a motor stall occurred on (B)(6) 2019 at 11:26 am with a motor stall recovery on (B)(6) 2019 at 3:37 am, another motor stall occurred on (B)(6) 2019 at 7:59 am with a motor stall recovery on (B)(6) 2019 at 4:14 pm, and the final motor stall noted in logs occurred on (B)(6) 2019 at 9:16 pm and a motor stall recovery occurred on (B)(6) 2019 at 10:19 am. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 11 mg for a total dose of 11.00119 mg/day, bupivacaine 20 mg for a total dose of 20.00217 mg/day, and fentanyl 100 mcg for a total dose of 100.01085 mcg/day via an implantable pump for spinal pain. It was reported on (B)(6)2019 the patient was in for a different appointment, but the pump was alarming. Device interrogation on (B)(6) 2019 was performed where the logs were read, and indicated that there were motor stalls and recovery events. A motor stall was noted on (B)(6) 2019. The pump was reprogrammed to minimal flow rate (lower rate) on (B)(6) 2019. The outcome of the event was noted as ongoing. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the pump was replaced on (B)(6) 2019 and was being sent in for analysis. No further complications were reported.